Manufacturer narrative:
As reported, a 3x20mm 0.018 hp slalom percutaneous transluminal angioplasty (pta) balloon catheter was delivered to the lesion for inflation. However, it ruptured at its nominal pressure during its initial inflation. Therefore, it was replaced with another non-cordis balloon catheter and completed the procedure. There was no reported patient injury. The lesion was the shunt vessel. The vessel¿s level of calcification was moderate. The vessel¿s level of tortuosity is mild. The vessel¿s level of angulation is moderate. Initially, this was a pta case. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The same indeflator was used successfully with other devices. The balloon did not inflate normally. The maximum inflation pressure was the nominal pressure of the device. There was some difficulty tracking the catheter through the vessel or lesion but the device could advance into the vessel and the lesion. There were no kink/bent noted after device was removed from patient. The product was removed intact (in one piece) from the patient. There is not procedural film/cd available for review. The device will not be return for evaluation as it was discarded due to the patient¿s infectious disease. The device was not returned for analysis. A device history record (DHR) review of lot 17597356 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (moderate calcification with moderate tortuosity and angulation) and procedural/handling factors (difficulty tracking to the lesion) may have contributed to the reported event as calcified/resistant lesions can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a slalom pta balloon catheter (.018 hp 80 3x2) was delivered to the lesion for inflation. However, it ruptured at its nominal pressure during its initial inflation. There was no reported patient injury. Therefore, it was replaced with another non-cordis balloon catheter and completed the procedure. The lesion was the shunt pta. The vessel level of calcification is moderate. The vessel level of tortuosity is mild. The vessel level of angulation is moderate. Initially, this was a percutaneous transluminal angioplasty (pta) case. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The same indeflator was used successfully with other devices. The balloon did not inflate normally. The maximum inflation pressure was the nominal pressure of the device. There was some difficulty tracking the catheter through the vessel or lesion but the device could advance into the vessel and the lesion. There were no kink/bent noted after device was removed from patient. The product was removed intact (in one piece) from the patient. The device will not be return for evaluation as it was discarded due to the patient¿s infectious disease.